Event description:
It was reported that the device was being explanted and the patient had not been charging the implant. It was also reported that the lead had moved from t8 to t6. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).